Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was a loss of phacoemulsification power at the start of a surgical procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on february 27, 2006. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specification. Therefore, the root cause cannot be determined conclusively. (B)(4).